Manufacturer narrative:
The device is not available for evaluation. The investigation is pending. The device history report will be reviewed.

Event description:
The event involved secondary set 34 inch with IV set hanger, secure lock where it was reported that chemo would not flow out of the secondary set while using the bd alaris pump and set. There was patient involvement, no patient harm but there was a delay in therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.